Event description:
It was reported that the patient plugged the controller in to charge, and while charging the controller it began to over heat. The patient stated it was so hot that it burned her when she touched it. No medical treatment was necessary.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.